Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen text was dim, discolored and difficult to read in bright light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. The returned battery cap was able to be tightened securely to the pump. Also unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. The down arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was observed under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.